Event description:
The patient was brought back to the operating room 5 days post operatively in 2004 for fevers thought to be related to a diseased gall bladder. At this time, it was noted that the patient contained spillage in the abdomen and upon further observation an anastomotic leak was detected. It was not known which anastomotic site had leaked. Procedure: laparoscopic sigmoid due to acute diverticulities.